Event description:
Additional information received indicated that non-sustained rv oversensing episodes were observed due to possible myopotentials. The noise signals were reproducible with arm movements. Programming changes were made to decrease pacemaker sensitivity.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the rv lead. The patient was being monitored and scheduled for a programming change.

Event description:
Additional information received indicated that the pace/sense portion of the right ventricular lead was capped on (B)(6) 2017 due to noise issues while maintaining use of the high voltage function of the lead. A new pacing/sensing lead was implanted. The patient was stable before, during and after the procedure.